Event description:
Per surgeon cause of pt post-op bleeding failure of ethicon gia 75mm stapling device. Surgeon stated that one of several anastomoses he made was bleeding, it appeared to him that there were several missing staples from staple line.

Manufacturer narrative:
Information not available, device not returned for analysis. Additional information from the user facility report: 2009, ethicon, 75mm gia stapling device. Johnson & johnson: model # unk.